Manufacturer narrative:
(B)(4).

Event description:
It was further reported that intermittent noise was exhibited on the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 506852 lead, implanted (B)(6) 1997. (B)(4).

Event description:
It was reported that the patient had palpitations. A holter showed intermittent rates in the 30s. The right ventricular (rv) lead exhibited high rate episodes oversensing with short non-physiologic v-v intervals. Sensitivity was decreased. The lead remains in use. No patient complications have been reported as a result of this event.